Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02015. It was reported that patient ipg had twisted in the pocket and lead is wrapped around it. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional follow up indicated patient underwent surgical intervention on (B)(6) 2020 where in the ipg was sutured down to prevent from flipping and the lead was explanted and replaced, resolving the issue.